Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was observed to have a frayed wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue was confirmed to have occurred during a da vinci-assisted procedure. There was no injury to the patient as a result of the issue or reports of fragments falling from the device while in use within the patient. An x-ray was performed as a result of the issue with negative result of a foreign body. The procedure was completed robotically. The customer additionally advised that the reported event was not the only instance of the issue occurring. For years, the customer has not had a problem, however, there have been several instances in which the wire of the instrument is snapping inside of the patient causing an unnecessary x-ray to ensure no foreign body is retained. Associated patient demographics and patient-related information was requested, but not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the prograsp forceps with an alleged issue to perform failure analysis. The prograsp forceps was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.